Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The battery release, battery drawer, battery drawer o-ring, and battery flex were contaminated, and the battery contacts were compressed. One side bail was missing, and the upper case, lower case, and two side bail covers were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device malfunctioned, and the patient went asystolic. No further patient complications have been reported as a result of this event. Follow-up attempts to obtain additional information were unsuccessful.

Event description:
It was reported the device malfunctioned, and the patient went asystolic. No further patient complications have been reported as a result of this event.